Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during laparoscopic gastrectomy, at the time of cutting the stomach tissue, the surgeon was able to able to press the green button but unable to squeeze the handle and the device cannot fire the first reload. A new reload was used and still the device does not work. A new set of reload and stapler was used to complete the procedure. There was no patient injury noted during this event.